Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high lead impedance was read in system diagnostics at routine appointment with the treating neurologist. The pt was programmed to 0 ma and x-rays were arranged. Pt's background info revealed the pt had a bad fall in (B)(6)2009 and after that the pt's parents felt the magnet therapy was not effective as before. At the moment there is no change in the pt's seizure frequency or pattern. However, it is unk if the pt's fall contributed to the reported high lead impedance as good faith attempts to obtain add'l info have been unsuccessful to date.